Manufacturer narrative:
The unit involved has been received and evaluated by an independent expert. Once the evaluation report is received, a supplemental medwatch report will be filed.

Event description:
It was reported: a concentrator was returned to the homecare provider for routine maintenance. Upon inspection, it was discovered that the printed circuit board had sustained heat damage. No injury occurred.